Event description:
The hosp reported that during the saphenous vein harvesting procedure, the bipolar scissors did not cauterize. The surgeon used another device to complete the case. No pt complications were reported.